Event description:
It was reported that this right atrial (ra) lead exhibited a low out-of-range impedance measurement higher than 100 ohms. This lead remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).